Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experiences a burning/ stinging sensation at her scs ipg pocket site while using system stimulation. Subsequently, the pt has stopped using her scs system. The pt is requesting the scs ipg be replaced. X-rays of the scs ipg header and extension connections are to be taken in addition to scs system program assessment. There is no additional info at this time.